Event description:
New information received notes that additional post paced t wave oversensing occurred. No changes were reported.

Event description:
New information received notes that additional post paced t wave oversensing occurred. Programming changes were recommended but not made. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. Programming changes were made. The patient was in stable condition.